Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was 167 (mg/dl). Reportedly, the customer had an alternate method of insulin delivery available.